Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01231.

Event description:
The patient was undergoing a coil embolization procedure in the varices using ruby coils and pod packing coils (podjs). During the procedure, the physician placed a non-penumbra base catheter into the patient and then advanced a lantern delivery microcatheter (lantern) through it. While attempting to advance a ruby coil through the lantern, the physician encountered resistance after the coil reached the tip of the base catheter. Therefore, the physician retracted the ruby coil. While resheathing the coil on the back table, the technologist inadvertently kinked the ruby coil pusher assembly. Consequently, a new ruby coil was opened. The physician repositioned the base catheter and lantern, then successfully deployed and detached the new ruby coil along with numerous other coils into the patient. The physician then decided to use a podj for the procedure. While attempting to advance the podj out of its introducer sheath and into the lantern, the technologist inadvertently bent the podj pusher assembly. Therefore, the podj was removed and the procedure was successfully completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pet lock was intact on the proximal end of the ruby coil¿s pusher assembly. The pusher assembly was kinked approximately 131.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. The outer diameter (od) of the embolization coil was measured and found to be within specification. Evaluation of the returned devices confirmed that the ruby coil pusher assembly was kinked. This type of damage likely occurred due to forceful handling while resheathing the coil on the back table. Further evaluation of the returned device revealed that the embolization coil windings were offset. This type of damage likely occurred due to forceful advancement against resistance. The root cause of the initial resistance could not be determined because the lantern was not returned for evaluation. The outer diameter (od) of the embolization coil was measured and found to be within specification. The ruby coil could not be resheathed during the functional analysis due to the offset coil windings and therefore, the ruby coil could not be advanced through a demonstration microcatheter. Evaluation of the returned pod packing coil (podj) confirmed that the pusher assembly was kinked. This damage inadvertently occurred while the technologist was attempting to advance the podj out of its introducer sheath and into the lantern. The lantern and non-penumbra base catheter mentioned in the complaint were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.